Manufacturer narrative:
Device investigation narrative - one 8x25mm biosure ha screw was returned for evaluation. Visual assessment of the screw shows the threads are deformed and are missing pieces. Dimensional assessment is prohibitive due to the screws condition. A review of the device history records and quality records associated with this manufactured lot confirmed that no additional complaints have been filed and that no abnormalities were reported with this product lot during manufacture. (B)(4).

Event description:
It was reported that during the procedure the suture anchor broke. All pieces of the broken anchor were removed from the patient. A backup device was available to complete the procedure following a 5 minute delay. No patient impact was reported.